Event description:
The customer reported that the pt was being seen in the dr's office for a followup visit. The pt's catheterization procedure was done on 10/20/98. At this time he told the physician he felt a knot in his groin. Upon examination the physician made a skin knick and retrieved the sheath that had apparently been there since it was deployed back in october. The pt went home from the office; no further complications were reported.